Event description:
The distributor reported for the user facility that the grasper broke while in use inside the pt. The broken piece was removed. No open procedure was required. There was no injury reported. The device was not available for investigation.